Manufacturer narrative:
(B)(4). Estimated date of the event, exact date was not provided. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information received on indicates: the starclose se was attempted in a common femoral artery after a diagnostic neurological control. A femoral angiogram was not taken prior to the procedure. There was no calcification noted at the access site. Hemostasis was achieved after approximately 10 minutes of manual arterial compression. There was no adverse patient sequela.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, after clip deployment the device was removed and the clip was observed at the distal part of the sheath, 5mm from the sheath exit. Not parts reported left in the patient. An unspecified method was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of the event was indicated as occurred in (B)(6) 2012. Femoral angiogram not taken. The proglide instructions for use states: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Four unused sterile starclose se devices with same lot number than the complaint device ((B)(4)) were returned for evaluation. Functional testing was performed and the devices met manufacturing criteria. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.